Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. It was also reported that the controller broke due to it being run over by a car after falling, therefore he was unable to use his omnipod system to deliver insulin. The patient reported he did not have an alternate form of insulin delivery. Additionally, the patient was experiencing dizziness. The patient was treated with insulin and fluids (type, dosage and route were not provided) and routine home medications. The patient was released the following day.